Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and seroma -late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety, visibility/palpability, seroma -late, granuloma, capsular contracture baker grade 1, lump nodule and cyst.

Event description:
Patient reported right side is concerned about the recall, "able to touch/tighten prosthesis", cysts, "{cyst} at 9h with thin septa measuring 0.5cm", ultrasound had normal findings. Patient later reported "liquid collection on t2 peri-implant" and capsular contracture baker "grade I, fibrocystic disease." The event of "solid isoechoic, lobulated nodule" is not device related. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to reason for reoperation: patient expressed concern with the recalled product and painful "palpable lump".

Event description:
Physician's notes indicated "dense, hardened, painful palpation, swollen breasts, aesthetic changes suggesting grade iii capsular contracture." An MRI confirmed capsular contracture findings. Events deemed not device related are: ¿fibrocystic disease¿ and "cysts". The device has been explanted and replaced. A mammoplasty was performed.